Event description:
It was reported to boston scientific corporation that a genesys hydrothermablator endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, the unit did not pass the biomedical operational testing. They tried changing the power cord with no success. Unknown ohms. The power cord housing was noted to be loose.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablator endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, the unit did not pass the biomedical operational testing. They tried changing the power cord with no success. Unknown ohms. The power cord housing was noted to be loose.

Manufacturer narrative:
Analysis of the returned hydro thermalator (hta) endometrial ablation system revealed the unit passed a safety and current test. The console was opened and visually inspected for loose connections and loose or missing hardware. No loose connections or loose or missing hardware was found. A review of the device history record (DHR) was performed; no anomalies were noted.